Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient discussed an issue with the rep where a few times in the past couple months observed a doctor screen with xxx. The patient also believes the ins is not holding a charge as long as before. The patient believes these issues are tied together. It was suggested that the patient keep a log when they see the doctor xxx screen appear and take a picture if possible. It was also suggested that the patient bring their recharger to their appointments for the recharge interval. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger; product ID: pnma01411a004, serial#: unknown, product type: recharger. Event date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and manufacturing representative and it was reported that the patient saw a doctor symbol with an xxx on the screen. A 376 error code was seen. There was an eri that occurred in (B)(6) 2018. The manufacturing representative recommended the recharger be replaced. It was further reported that the patient's belt broke. The patient had great bilateral stimulation and their battery was charged, they were encouraged to charge more frequently as a routine. No further complications were reported or anticipated.